Event description:
Vague repor from baxter-italy states "the infusion lasted 38 hours instead of 44 hours." No additional information provided regarding the drug in use, the total fill volume, diluent, total concentration of the drug, or patient outcome.